Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("daily pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue") and weight increased ("gain (B)(6)"). The patient was treated with surgery (having fallopian tubes removed). At the time of the report, the pelvic pain, fatigue and weight increased outcome was unknown. The reporter considered fatigue, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, fatigue, weight increased incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("daily pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue") and weight increased ("gain 50 lbs"). The patient was treated with surgery (having fallopian tubes removed). At the time of the report, the pelvic pain, fatigue and weight increased outcome was unknown. The reporter considered fatigue, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, fatigue, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), pain in extremity ("heel pain"), back disorder ("back issues"), chest pain ("chest pain"), palpitations ("heart palpitation") and musculoskeletal chest pain ("the same pain only in my right ribcage area"), was found to have weight increased ("gain 50 lbs") and underwent cholecystectomy ("gall bladder removed"). The patient was treated with surgery (having fallopian tubes removed). At the time of the report, the pelvic pain, fatigue, weight increased, pain in extremity, back disorder, cholecystectomy, chest pain, palpitations and musculoskeletal chest pain outcome was unknown. The reporter considered back disorder, chest pain, cholecystectomy, fatigue, musculoskeletal chest pain, pain in extremity, palpitations, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: new event- musculoskeletal chest pain was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), pain in extremity ("heel pain") and back disorder ("back issues") and was found to have weight increased ("gain 50 lbs"). The patient was treated with surgery (having fallopian tubes removed). At the time of the report, the pelvic pain, fatigue, weight increased, pain in extremity and back disorder outcome was unknown. The reporter considered back disorder, fatigue, pain in extremity, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, fatigue, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: social media report received : events "heel pain and back issue" added. Reporter added. On 23-jan-2020: fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), pain in extremity ("heel pain"), back disorder ("back issues"), chest pain ("chest pain") and palpitations ("heart palpitation"), was found to have weight increased ("gain 50 lbs") and underwent cholecystectomy ("gall bladder removed"). The patient was treated with surgery (having fallopian tubes removed). At the time of the report, the pelvic pain, fatigue, weight increased, pain in extremity, back disorder, cholecystectomy, chest pain and palpitations outcome was unknown. The reporter considered back disorder, chest pain, cholecystectomy, fatigue, pain in extremity, palpitations, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: heart palpitation, chest pain, gall bladder removed. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.